Event description:
Two 1000 ml baxter evacuated glass containers (vacutainer bottles) lost suction during a thoracentesis procedure. Patient presented with a small right sided pneumothorax post procedure.